Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus blood glucose results of 250 mg/dl, 160 mg/dl, 130 mg/dl, 62 mg/dl, 66 mg/dl, and 71 mg/dl, within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.